Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient is having difficulty charging the ipg. Bsn representative stated indicative device failure. The patient has lost weight (not device related). An ipg revision has been recommended, however the patient has cancer and has not decided on the revision at this time. No further action will be taken at this time.